Manufacturer narrative:
A visual inspection, functional testing, and detailed analysis were performed on the returned device. The reported driveshaft fracture and unexpected shutdown were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported driveshaft fracture and unexpected shutdown appears to be related to circumstances of the procedure. The oad was returned with a driveshaft fracture at the proximal edge of the crown that shows evidence of fatigue failure. Detailed analysis shows that the device experienced numerous stall and bog (speed drops) events during the procedure. Fatigue failure is an indication that the fracture occurred while spinning in an elevated stress environment. This is consistent with reported details which state that oad was being used to treat severely calcified, severely angulated left main into the left circumflex. It is possible that the stall events in the data log are related to the driveshaft fracture and stuck device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat severely calcified, severely angulated left main (lm) into the left circumflex (cx). A workhorse wire was placed down the cx and exchanged for a viperwire guide wire using an unspecified microcatheter. Two low speed treatments were performed. During the third treatment, the oad crown was moving retrograde and became trapped in the mid cx. The physician attempted to use glideassist mode to free the oad, however, this was unsuccessful. The oad was then started on low speed, but this was unsuccessful and the oad stalled. Upon further angiographic inspection, it was noted the oad driveshaft had fractured at the proximal edge of the oad crown. A second wire was placed down the vessel, and an unspecified 1.25 balloon was inflated several times to entrap the fractured component. The viperwire was pulled back to the tip of the oad and the guide catheter was advanced to the ostium of the circumflex. All components were removed and nothing remained in-vivo. There were no patient complications as a result of the event. The patient was in stable condition. It was indicated the fracture most likely occurred due to angulation of the osital/proximal cx and severity of the calcium. The issue with the device getting stuck was due to the device damage. The vessel diameter was 3.5 mm.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat severely calcified, severely angulated left main (lm) into the left circumflex (cx). A workhorse wire was placed down the cx and exchanged for a viperwire guide wire using an unspecified microcatheter. Two low speed treatments were performed. During the third treatment, the oad crown was moving retrograde and became trapped in the mid cx. The physician attempted to use glideassist mode to free the oad, however, this was unsuccessful. The oad was then started on low speed, but this was unsuccessful and the oad stalled. Upon further angiographic inspection, it was noted the oad driveshaft had fractured at the proximal edge of the oad crown. A second wire was placed down the vessel, and an unspecified 1.25 balloon was inflated several times to entrap the fractured component. The viperwire was pulled back to the tip of the oad and the guide catheter was advanced to the ostium of the circumflex. All components were removed and nothing remained in-vivo. There were no patient complications as a result of the event. The patient was in stable condition. It was indicated the fracture most likely occurred due to angulation of the osital/proximal cx and severity of the calcium. The issue with the device getting stuck was due to the device damage. The vessel diameter was 3.5mm.